Event description:
It was reported that during implant procedure, this lead was pierced with the guidewire. As a result, the lead insulation was damaged and the lead could not be used. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip revealed a puncture hole approximately 890 millimeters (mm) from the terminal end, consistent with a backloaded guidewire escaping the lumen. The insulation damage allegation was confirmed based on this observation. Laboratory analysis determined unintended user error caused or contributed to the reported clinical observations based on the puncture hole in the insulation near the tip section of the lead, consistent with a back-loaded guidewire (inserted through the tip portion of the lead) escaping the lumen.

Event description:
It was reported that during implant procedure, this lead was pierced with the guidewire. As a result, the lead insulation was damaged and the lead could not be used. No adverse patient effects were reported. The lead is expected to be returned for analysis.